Event description:
During a rectum cancer resection procedure, about 1/3 of the staples were malformed. Another like device was used and still had malformed staples. Used a third device to finish the case. There was no patient consequence.